Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. Disk analysis revealed that there had been a gradual increase in the pacing impedance measurements. All other measurements were within range. The patient was scheduled for routine follow up. The patient was not pacemaker dependent and no adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.